Event description:
Reportedly, the device was explanted after an implant duration of approximately 5 years due to calcification. Per the operative report, which was received on june 17th 2009, dr explanted a valve that had been implanted in 2004. The explanted valve was described as totally calcified leading to a tight mitral stenosis, and was replaced by a saint jude mechanical valve 27mm.

Event description:
Customer's nephew reported customer received error messages (e-2 and e-3) from their freestyle freedom lite meter. Customer's nephew reported customer experienced symptoms of sweatiness, non-responsiveness and losing consciousness. Paramedics were called and they treated customer with intravenous solution and then transported customer to a health care facility where he was being diagnosed with severe hypoglycemia. The treatment at the health care facility is unknown. There was no report of death or permanent impairment associated with this case.

Event description:
Patient reported she is experiencing halos and glare at night after implantation of a multifocal intraocular lens (iol). The iol remains implanted.

Manufacturer narrative:
No customer experience report or explant report was provided. The explanted valve will be returned. The device history record review cannot be completed until the serial number is known. This was determined to be reportable per edwards lifesciences procedures. Requested additional information and documentation regarding this event. No additional information has been provided. Device has not been returned.

Manufacturer narrative:
Evaluation summary: as received, leaflet 3 is in an open position. Calcification is moderate in the cusp area and the free margin of leaflets 1 and 2. Moderate calcification is detected at the free margin of leaflet 3 at commissure 1. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue is minimal at the stent inflow and the tissue inflow; it encroached into the orifice at the greatest distance of approximately 2-3mm. At the outflow aspect heavy host tissue overgrowth encroached onto leaflet 3 by 4mm. Host tissue overgrowth fused leaflet 3 at opposite commissures with adjacent leaflets by approximately 4mm. Host tissue is heavy at commissure 1 and 3, at the outflow aspect. The x-ray demonstrates calcification.

Manufacturer narrative:
Device was dismantled for the serial number and the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.